Event description:
It was reported that after the second inflation at 17atm inside a graft area, the balloon "winged" & was difficult to deflate for removal. The reported item completed the procedure but, a tear was created in the renal graft during catheter removal. Manual compression was applied; as is standard in every dilatation procedure-no additional medical intervention was necessary.